Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mash was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent sling and vaginal scarring repair on (B)(6) 2007 due to stress urinary incontinence and urethral scarring. It was reported that the patient underwent excision and removal of sling material on (B)(6) 2008 due to urinary retention after sling procedure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy, hydrodistention and bladder biopsy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.